Event description:
It was reported that a patient's chest muscles were vibrating and the device settings were adjusted to help resolve this issue. Follow up with the physician revealed that the patient had no medical history of muscle spasms in the chest area and no causal or contributory medication or programming changes preceded the onset of the event. The spasms do not occur with stimulation and it is currently unknown what is causing them to occur.